Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is in progress. A supplemental report will be submitted. Device remained implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tmvr in a previously implanted 32mm non-edwards annuloplasty ring. As reported, the 1st 29mm sapien 3ur 29mm valve embolized into the left ventricle (lv). The valve was partially stable in the anterior portion of the mitral valve. The root cause of the 1st valve embolizing into the lv was that the valve appeared to be slightly atrial during deployment. Therefore, forward tension was applied to move the implant more ventricular. This tension proved to be too much and the entire valve moved into the lv. A second 29mm sapien 3ur valve was placed was placed in a more atrial position in order to stabilize the first valve and the mitral ring. At this point it could be seen that there were two sets of functional leaflets. This caused a situation where there was wide open mitral regurgitation (mr) from the leaflets interacting with each other. A third 29mm sapien 3ur valve was placed in order to displace the first two sets of leaflets. This stabilized the mr and the valve was functioning as intended. Patient remained stable throughout and tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve malposition and central regurgitation were unable to be confirmed due to unavailable of relevant imagery and medical record. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the 1st 29mm sapien 3ur 29mm embolized into the lv. The valve was partially stable in the anterior portion of the mitral valve. The root cause of the 1st valve embolizing into the lv was that the valve appeared to be slightly atrial during deployment. So forward tension was applied to move the implant more ventricular. This tension proved to be too much and the entire valve moved into the lv''. In this case, the delivery system was likely pushed toward left ventricle (lv) during the deployment, which could lead to unpredictable valve landing or deployed too ventricular, resulting in thv malposition. As such, procedural factors (valve positioning and deployment technique) may have contributed to the reported event. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, due to the malposition of the first valve, ''a second 29mm sapien 3ur valve was placed was placed in a more atrial position in order to stabilize the first valve and the mitral ring. At this point it could be seen that there were two sets of functional leaflets. This caused a situation where there was wide open mr from the leaflets interacting with each other''. Since the first valve was deployed more ventricular, and the second valve was deployed more atrial, so the leaflets of first and second valve will move simultaneously during the leaflets coaptation. So, this will require heart to work harder to push and open two sets of leaflets, which could lead to suboptimal coaptation of leaflet and resulting in central regurgitation as reported. As such, available information suggests that procedural factors (interaction with the second malpositioned valve) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11808.